Event description:
It was reported that the patient presented post implant scheduled procedure. It was noted that the pacemaker had exhibited unspecified issue. During the procedure, the right atrial (ra) lead unable to be screwed in the atrium despite two attempts without success. A piece of silicone was found attached to the tip of the ra lead. The ra lead was explanted and a pin plug was inserted in the ra port of the pacemaker. The patient was in stable condition.